Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg overheats and will not take a charge. The patient states this issue has been ongoing for approximately 1.5 years. Subsequently, the patient is requesting her scs system be removed. Surgical intervention is pending to address the reported issue.